Event description:
The customer reported the v2 lead would not display. There is no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the v2 lead would not display. There is no reported patient involvement. The device was evaluated by a philips fse. The reported symptom could not be reproduced. The device passed all testing onsite by the fse. The device remains at the customer site for use. We are unable to determine the cause of the reported symptom as the issue could not be reproduced.